Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed with a motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The motor passed the motor test. The unit also passed the unexpected restart test. No unexpected restart or signal too low alarms were noted. There was no belt clip anomaly as well. The pump was also received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a few motor errors within the past couple weeks. The patient's blood glucose at the time of incident was 294 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The most recent motor error occurred during basal delivery. The customer was able to rewind the pump. Additionally, the customer had received an unexpected restart alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.